Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03073. It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 32 mm in length, concentric, de novo target lesion was located in the non-tortuous, mildly calcified and 3 mm in diameter left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation at 12 atmospheres with a non-bsc balloon catheter, a 3.00 x 32 synergy¿ stent was deployed in the target lesion at 14 atmospheres for 20 seconds. However, after post-dilatation with a quantum apex balloon catheter, fluoroscopy revealed dissection at the proximal site of the stent. The procedure was completed after using a 2.75 x 16 mm synergy¿ stent to cover the dissection. No further patient complications were reported and the patient's status was stable.